Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving "occlusion" alerts while using a contact detach (cd) infusion set. During troubleshooting, the infusion site fell out, and the user initially did not have supplies available, so they were advised to use backup therapy. Later, with new supplies on hand, the agent guided the user through a full supply change, after which insulin delivery resumed successfully. Blood glucose (bg) was not affected. No symptoms were experienced by user during the event, outside assistance, or medical intervention were reported.